Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, on (B)(6) 2018 to (B)(6) 2019 with blood glucose of over 400 mg/dl. Customer experienced another reasons for the hospitalization which was diabetic keto acidosis, urinary track infection. Customer experienced the symptoms related to their health issue was abdominal pain, throwing up, back pain, yellow water, chest pain, and feels very sleepy. The customer the customer was treated by IV drip, insulin drip. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.